Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather associated with intra-operative procedures. A review of the DHR for this insert found that there were no discrepancies reported during MFR.

Event description:
"Tibial insert would not snap into baseplate." There was no adverse consequence to the pt due to this event.